Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The health care professional/pharmacist contacted lifescan (lfs) on july 20, 2007 and alleged that the meter was prompting an error 1 message when performing a control solution test. The pt reported that on the morning of the day before, the pt ate breakfast around 7:30 a.m. He then tested his blood glucose and obtained a result of 381 mg/dl. After testing, he took 5 units of novolog, based on a sliding scale. He only takes insulin, when his blood glucose levels are over 200 mg/dl. Twenty minutes later, he felt very warm, was sweating, and shaking, he tested once the symptoms began and obtained a result of 161 mg/dl. He tested 15 minutes later and obtained a result of 25 mg/dl. He took glucose tablets and drank orange juice, then went to his local pharmacy for assistance with the meter. It was at the pharmacy that the pharmacist attempted to perform a control solution test, but received an error 1 message. This complaint is being reported, as pt alleged he became hypoglycemic after taking insulin based on a meter result. Replacement products have been sent.